Event description:
It was reported that the balloon expandable stent dislodged from the balloon during insertion into the introducer sheath. No further treatment was provided. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. No kinks or bends were observed on the catheter. The balloon did not appear to have been inflated. The stent was returned separate from the catheter. The stent had several bends and bent struts were noted throughout the length of the stent. The balloon was received inserted in a 6fr introducer sheath to within 1.3cm from the strain relief. The sheath was retracted without issue. The balloon was examined under magnification (microscope 15x) and stent crimp marks were visible on the balloon. No other anomalies were noted. Functional testing could not be performed due to the condition in which the sample was returned (i.e stent dislodged form the catheter). The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Section a through d- the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.